Manufacturer narrative:
As the product was not returned and no pictures of the product were received, the condition of the devices is unknown. The device history records for tibial component were reviewed and no deviations or anomalies were identified. This device is used for treatment. Review of the primary operative notes showed that the patient had grade 4 changes throughout the entire patellofemoral joint, the entire medial condyle and medial tibial plateau. There were large grooves in the femoral condyle and large osteophytes off of the medial and lateral femoral condyles and medial tibial plateau. It was reported that the size 7 tibial trial component "sized nicely." It was also reported that when a 12mm trial insert was inserted, it could achieve full extension and flexion to 130 degrees, but it was still too lax on the lateral side compared to the medial side. A 14mm trial was inserted and it still achieved full extension and flexion to about 130 degrees and they were "much better balanced laterally" than with the 12mm insert. Once the final components were implanted, the stability was the same and it still had slightly more laxity laterally than medially. The knee was also stable in flexion and throughout full range of flexion. The revision operative notes were not been received. A definitive root cause cannot be determined with the information provided. The complaint may be revised upon return of product or further information.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other devices used: catalog #unknown, unknown nexgen tibial component, lot #unknown. Catalog #unknown, unknown nexgen articular surface, lot #unknown. Catalog #unknown, unknown zimmer patellar component, lot #unknown. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and clicking noises in the left knee. It is unknown whether the patient has been revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient has been revised.

Manufacturer narrative:
This report is being amended to reflect changes in sections. Other devices used: catalog #00595005701, nexgen mis stemmed tibial component, lot #60566984; catalog #00596405014, nexgen lps-flex articular surface, lot #60775010; catalog #00597206535, nexgen all-poly patella, lot #60784542 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.